Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf) arrest. It was further reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited occasional under-sensing. It was also reported that the ra lead exhibited a low amplitude p wave. Chest compressions were given. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.